Event description:
It was reported the stimulator ¿does not work.¿ it was noted the stimulator was now dead because the patient was unable to charge their device. It was noted the patient had had trouble recharging since implant. The patient was told they would need a surgery to move the stimulator in 2011. Now the patient has another health issue and needs an MRI and would like their device removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was no longer functioning. It was noted that the patient wanted the device removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 253500001, implanted: (B)(6) 2010, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).